Event description:
It was reported that the patient did not recharge the ipg as recommended and the patient lost therapy. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Post-operatively, therapy was established.